Event description:
Initial report: this non-serious spontaneous report from great britain was reported by a nurse via a company representative to our local affiliate (B)(4). This case involves a female patient who initiated therapy with poly-l-lactic acid (sculptra) 7 weeks ago (nos) for an unspecified indication. Relevant medical history and concomitant medication information were not provided. On an unknown date, the patient developed a visible nodule on her temple area and a palpable, but non-visible nodule on her lower face. The patient reported that she had not been very vigilant with her massaging post-treatment. The patient outcome is unknown. It is unknown whether therapy with poly-l-lactic acid is ongoing. Corrective treatment, if any, was not reported.

Manufacturer narrative:
A ptc (pharmaceutical product complaint) has been initiated: (B)(4). Additional information received on jul-19-2010 in the form of ptc investigation results: upon medical review, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4) and the investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.